Event description:
A caller reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset instruction, and the caller successfully performed the reset, starting their sensor session without further issues.